Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the standby on light button was not functioning on the light source, during therapeutic ureteroscopy procedure which was completed using a similar device involving an olympus xenon light source. There was no patient injury reported.